Event description:
It was reported that during a stenting treatment procedure involving the iliac vein, "the leading end of the stent was bent and could not be used." The physician aborted the case and rescheduled it for the following day. No pt injuries or complications were reported. Pt status is reported as "fine." Additional info has been requested regarding this event.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. (B)(4).